Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field b5,h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The device was not returned to olympus and the customer's allegation was not confirmed. Based on the investigation results, the root cause of error code e333 (touch panel sensor error) could not be established. Olympus technical assistance center advised the user that error code e333 (touch panel sensor error) indicated an issue with the touch panel, possibly due to a scratch, debris, or sticky substance. The user was instructed to power off the video system center, wipe it with a lightly moistened lint-free cloth, and then power it back on. The error did not return, and they provided the customer with a case number in case the issue recurs. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during preparation for a diagnostic video strobe scope procedure and was completed using the same set of equipment with a 5-minute delay and no anesthesia.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center displayed error code e333 (touch panel sensor error). The issue occurred during preparation for use. There were no reports of patient harm.